Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 5 and 24 hours of wearing the pod on their arm. The patient¿s mother reported multiple pod failures within a week characterized by cannula dislodgement or bending, leakage around the cannula site, and resulting in high bg levels. The mother stated the pod was applied on (B)(6) 2026 and was coming off on (B)(6) 2026 while at school.